Manufacturer narrative:
Date of event requested but not provided. Lot # requested but not provided. (B)(6) approximate age of device was not provided. (B)(4). Device manufacture date was not provided. The event is currently under investigation.

Event description:
The zenith aaa endovascular graft was placed in the patient on an unknown date. The physician noted a type iii endoleak and confirmed enlargement of the aneurysm at cia and abdominal area due to the endoleak. On (B)(6) 2016, to treat aneurysm, an endovascular leg (another manufacturer's) was placed in the placed stent graft. The patient's condition is stable at the moment. No adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the instructions for use (IFU), trends, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Review of the provided imaging led to the following assessment: there is an endoleak seen in a right common iliac artery aneurysm of unknown age, though reportedly several years after initial repair. There has previously been a repair with zenith flex endograft and bilateral tfle iliac legs. The endoleak is seen at the mid segment of the right iliac leg. Though the distal seal is questionable given the proximity of the distal leg to the calcified outline of the aneurysm wall, this does not appear to be a type 1b endoleak since the distal leg is occluded with a balloon and the contrast column remains above this. This is either a type 3a endoleak at the ipsilateral limb and iliac leg junction or, more likely, a type 3b endoleak arising from the right tfle iliac leg. There appears to be adequate overlap of the right iliac leg in the ipsilateral limb, making a type 3a endoleak less likely. Due to limited information given, it is not possible to determine the exact root cause. It is possible that the patient had tortuous or calcified anatomy that wore down the graft material or pulled at suture holes; as the endoleak was found several years after the implantation, it was most likely not due to holes or tears in the graft before or during implantation. It is possible that there was an improper ballooning technique employed, but there was no evidence provided to support this. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
An international customer reported that a zenith aaa endovascular graft was placed in the patient on (B)(6) 2010. On (B)(6) 2016, it was reported that enlargement of the aneurysm at the common iliac artery (cia) and abdominal area was confirmed due to type iii endoleak. On (B)(6) 2016, the patient underwent placement of a non-cook excluder into the existing stent-graft to treat the aneurysm. The patient's condition was reported as stable.